Event description:
It is reported that the physician was attempting to treat a lesion in the proximal circumflex, with some calcification and instent restenosis. During treatment with the first resolute integrity drug eluting stent it is reported that the stent burred. During treatment with a second resolute integrity drug eluting stent it is reported that the stent came off of the balloon in the left main artery while advancing. The stent was snared and the patient had no lasting adverse effects. Please note that this device is not approved in the us but is similar to us approved product resolute integrity.

Event description:
Correction: the two stents used during the procedure were endeavor resolute drug eluting stents. They were incorrectly described as resolute integrity drug eluting stents in the initial mdrs.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (failure to deliver the stent and stent deformation). Patients condition affected effectiveness of device (lesion morphology). No results available since no evaluation performed (device or procedural images not provided for review). None (device not returned for evaluation). Evaluation conclusions: inherent risk of procedure (failure to deliver the stent and stent deformation). Device failure/lack of effectiveness related to patient condition (lesion morphology). Unable to confirm complaint ¿ (device or procedural images not provided for review). (B)(4).